Manufacturer narrative:
G4:12jan2021; b4: 14jan2021. The fse(field service engineer ) verified the touchscreen issue and found the navigation ring to be defective. The front panel assembly was replaced to address the issue. The following parts were replaced unrelated to the initial report of ¿touch screen issue¿, power supply and the top cover. The fse confirmed the unit does not work on ac power so the power supply was replaced. The top cover was replaced due broken upper case. The unit passed all test and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen and navigation ring issue.

Manufacturer narrative:
The customer reported touchscreen and navigation ring issue.

Manufacturer narrative:
G4:24feb2021. B4:07apr2021. The field service engineer (fse) could not confirm the touchscreen issue and reported that it's functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Failure analysis on the returned power supply shows that the shorted components q1 and cr5 created the 0-volt output.

Manufacturer narrative:
Failure analysis on the returned ui front bezel assembly shows that the nav-ring potentiometer pre-load and resistance measurement test failed. Contamination buildups were found on the rotary adjustment assembly (nav-ring) matrix that causes the nav-ring not functioning.

Manufacturer narrative:
G4:03dec2020. B4: (B)(6) 2021 . The field service engineer reported that the device does not work, faulty nav-ring network, and broken upper case. The fse replaced the power supply, front bezel, and top cover. The fan guard filter and air inlet filter were also replaced. All the necessary checks have been completed. Additional information has been requested to find out why the power supply was replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30nov2020.

Event description:
The customer reported touchscreen issue. The customer reported that the unit was in use on patient , but there was no patient harm reported. Patient information and repair information were requested from the customer, but no response received. The customer contacted product support and requested for service repair.